Event description:
During a tubal ligation procedure, while the surgeon was trying to apply the band to the tube, it cut the patient's tube instead of sliding on it. After that, they abandoned that procedure and tried another falope kit on the other tube, but the same thing happened. They completed the case by cutting the tubes and cauterizing them.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.